Event description:
A caller reported a malfunction with the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer, who had experienced the same issue at least three times previously, received a replacement pump from technical support while continuing to use the current pump. Technical support instructed the customer on how to put the faulty pump into storage mode and return it using a pre-paid label, which the customer understood and acknowledged.